Event description:
A customer contacted baxter's technical service center and reported an increased intraperitoneal volume (iipv) event with the homechoice (hc) machine during a previous therapy. The home patient (hp) stated that on his treatment dated (B)(6) 2010 he was overfilled. The technical service representative (tsr) reviewed the therapy log on (B)(6) 2010: tidal therapy. There was 1 bypass. The total volume was 15l, fill volume was 2.6l. Tidal =85%. Cycle 6 ultrafiltration (uf) was 1651ml (this meets iipv criteria). The hp states he called his nurse who advised him to call to have machine replaced with a hc pro. The tsr explained that one will have to be ordered. The nurse advised the tsr to let the hp continue to use this hc. No swap was to be done per the nurse. She will notify the patient of the order status for the hc pro. Product surveillance contacted the patient's nurse on (B)(6) 2010. According to the nurse the patient will be receiving his hc pro on (B)(6) 2010. The nurse stated she was aware of the patient's bypass, however, she does not know the details as to why a bypass was performed. There was no further information available. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported difficulty of an increased intra-peritoneal volume (iipv) event which occurred as an off cycler manual drain of 3975ml was neither confirmed in the device logs nor duplicated during evaluation. Review of the returned device logs revealed no patient drain volumes that met or exceeded the iipv criteria. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Upon review of the results of evaluation, it was determined that the patient's fill volume is 2600ml, therefore, the reported drain volume of 3975ml does not meet increased intra-peritoneal volume (iipv) criteria making this event not a reportable malfunction. Correction: (B)(4) was issued for iipv's and is referenced in medwatch follow up 1; however, since no drain volumes meeting iipv criteria were reported or identified during device evaluation, the CAPA referenced in follow up 1 medwatch is incorrect. There is no CAPA open for the reported event of excessive drain.

Manufacturer narrative:
(B)(4). The device is not available for evaluation at this time.